Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to faulty force sensor resistor. It passed the displacement, rewind, basic occlusion, self-test and unexpected restart error tests. All operating currents were within specification. The off no power alarm functioned properly. The occlusion and excessive no delivery tests could not be performed due to the prime/fill anomaly. It also had a scratched display window, cracked reservoir tube lip and a missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer's spouse reported via phone call that the insulin pump had several no delivery alarms. It was stated that the customer had had high blood glucose and was in the hospital at the time of the call. The customer's spouse explained that they had called multiple times and the customer had changed the infusion set, tired different sites and did all the recommendations, but the alarm kept occurring. Blood glucose value was 26.6 mmol/l. The device was returned for analysis.